Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) and the lens tore. The lens was removed with no patient injury and another same model was implanted.

Manufacturer narrative:
Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).